Event description:
The user facility reported a 60-year-old male patient was implanted with an impella device for mechanical circulatory support. One day after replacing purge solution using the biocarbonate protocol, the purge pressure increased till 1062mmhg and purge flow decreased to 0.5ml/h. Then the yellow luer started to leak from the joint with reservoir and the filter. Soon after blood appeared in the filter. The pump was subsequently replaced as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The returned pump was visually inspected and blood ingress was observed in the filter and in a small portion of the purge cassette tubing next to the yellow luer. The retainer was removed, the sidearm was fluid pressure tested using a syringe and a leak from the reservoir weld seal was reproduced at a high pressure. The purge cassette was attempted to run through de-air but the tubing was blocked. The location of the tubing blockage was identified to be a knot tied in the tubing beyond the purge disc. The cause of the high purge pressure was most likely a kinked purge line in the purge cassette tubing. Refer to (B)(4) for additional pattern details. The cause of the purge leak was an insufficient sidearm reservoir membrane radial seal.